Manufacturer narrative:
The following fields have been updated with additional information: device available for eval: yes. Returned to manufacturer on: 2019-04-17. Device returned to manufacturer: yes. Device eval by manufacturer: yes. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for clog and leakage on lot # 8275940. Investigation summary: customer returned (1) 32g, 4mm bd pen needle without the tear drop label attached (used). Consumer reported when she was priming the pen needle, nothing came out. And, when she was she takes of another needle out from the arm insulin goes all over. The returned pen needle was examined and no manufacturing defects were observed. The sample was then tested for flow and passed, therefore the alleged defects (clog, leakage) could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles leaked and were unable to deliver insulin. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 320122 batch; no. 8275940. It was reported that there is no insulin flow during priming. And on another pen needle when removing needle from skin the insulin went all over. Parent of a consumer reported when she was priming the pen needle, nothing came out. And, when she was she takes of another needle out from the arm insulin goes all over. She rotates the injection sites. She has one sample to return, but not sure which needle with one of these incident. Incident date; (B)(6) 2019; lot: 8275940; expiration date-2023-09-30; item # 320122. Offered to send the replacement.

Manufacturer narrative:
Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for clog and leakage on lot # 8275940. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles leaked and were unable to deliver insulin. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 320122, batch no. 8275940. It was reported that there is no insulin flow during priming. And on another pen needle when removing needle from skin the insulin went all over. Verbatim: parent of a consumer reported when she was priming the pen needle, nothing came out. And, when she was she takes of another needle out from the arm insulin goes all over. She rotates the injection sites. She has one sample to return, but not sure which needle with one of these incident. Incident date; 3-15-2019; lot: 8275940; expiration date-2023-09-30; item # 320122. Offered to send the replacement.